Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 2.2, lab: 5.0. Customer ran pt on inratio meter resulting in a 2.2 inr. Pt was later admitted to the hospital on an unrelated matter, where a blood sample was run at the lab that resulted in a 5.0 inr. It was not known how many hours elapsed between meter and lab testing.